Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "the patient was admitted to bard PICC in 2023, mastered the relevant education of the pipeline, and maintained normally as required, and was admitted to the hospital on (B)(6) 2024 to continue treatment, during the mannitol infusion on (B)(6) , the patient complained of swelling and pain at the PICC puncture site, and immediately checked the patient, the patient's PICC puncture site was significantly swollen, and the swelling area was about 10* 15cm, see the PICC puncture site continuous fluid oozing, immediately inform the doctor in charge and the head nurse, and communicate with the patient, agree to remove the pipeline to check the situation, follow the doctor's instructions to remove the PICC, and see the pipe rupture at 3-4cm from the pulled out pipe."